Event description:
It was reported that the vns patient was experiencing breakthrough seizures and erratic stimulation from the device. The patient¿s device was tested during an office visit on (B)(6) 2015 and showed normal device function. The physician attributed the event to the device nearing end of service based on the patient¿s clinical symptoms and implant time so the patient was referred for prophylactic generator replacement surgery. No known surgical interventions have occurred to date. Attempts for additional relevant information will be made. A battery life calculation using the available programming history showed approximately 7.4 years remaining.

Manufacturer narrative:
.

Event description:
The patient underwent generator replacement on (B)(6) 2015. It was reported that the ifi was no and that the surgeon replaced the generator prophylactically. The device was sent to the hospital pathology with plans to return to manufacturer for analysis, but the generator has not been received to date. No additional relevant information has been received to date.